Event description:
It was reported that during a post-implant check, a chest x-ray revealed that the atrial lead had dislodged. The patient was asymptomatic. The passive lead was explanted and replaced. The patient was noted to be in good health following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.